Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage.(kitchen). Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 239, 145, 240 and 209 mg/dl fasting and 263 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl; an expected non-fasting blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Due to improper strip storage, a back to back blood test was not performed by the customer during the call on (B)(6) 2017. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/22/2018 and open vial date at time of call is a few days. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with the high results from his meter.